Manufacturer narrative:
The reported event of failure to capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-39009. It was reported that the patient's atrial lead and right ventricular lead exhibited failure to capture and high, out of range pacing impedance. Both leads were explanted and replaced. The patient was stable.